Event description:
Pt arrived at ER (via family member vehicle) in cardiac arrest. Chest x-ray revealed: elevated right hemidiaphram left pacemaker is in place. Right ventricular electrode may be disrupted just below the clavicle. Heart diffusely enlarged. Probable distruction of the proximal right ventricular lead. Pt underwent surgery to remove fractured lead wires. Lead wires were replaced. Pt tolerated procedure well. Pt discharged home.